Manufacturer narrative:
Report source : user facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. The field service engineer (fse) verified the reported condition. To address the issue, the fse install a new blue end cap assembly for ui, base feet, thumbwheel screws and central processing unit (cpu) tray cover. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator was not attached to the base cart and unit was missing the user interface (ui) blue end cap. There was no patient involvement.